Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos for investigation. The indicated failure mode of missing additive was observed in the attached photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing additive. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, insufficient additive quantity was seen with one tube. No adverse impact was reported regarding the patient or user.